Event description:
It was reported that versajet console may be faulty. Biomedical engineer had quarantined the device but did not know the actual problem with device. Customer described a difficulty when inserting the cartridge into the console. He was unable to turn the cartridge to lock position and stated that it would not turn at all. The console was swapped to a second unit and the same hand piece was inserted successfully and the case continued without incident. The suspect console will be swapped out tomorrow and returned for investigation. There was no patient involved.